Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1634801) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device (vcd) was use in the transarterial chemoembolization (tace) procedure but after the procedure, there was a small swelling hematoma. There was no reported patient injury. The device was used on the femoral artery. There was mild vessel tortuosity. The vessel level of stenosis is mild near the puncture site. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. There was no force applied when retracting the sheath. The advancer tube was engaged or visible. The user did shuttled down completely. The stick location was no high or low puncture. There was little presence of pvd / calcium in the vicinity of the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There was no procedural sheath that is greater than 7f used. There were no multiple stick attempts made before intravascular access was achieved. The hemostasis was achieved by manual compression. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The manual compression duration was less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient¿s status is recovering. The product will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The case-(B)(4). With MFR# 3004939290-2018-00623 has become non-reportable per case review, since the hematoma only required less than 30 minutes of manual compression, and hospitalization was not required. Therefore, the event is unrelated to cordis product 24 hours after procedure or device manipulation.